Event description:
It was reported that the radio frequency (rf) head was unable to interrogate the implanted heart device. The head was replaced twice and the second head was able to successfully interrogate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis confirmed the customer comment of unable to interrogate. The head magnet was rusted and the board had corrosion.